Event description:
Doctor reported that pt presented with paracentral corneal ulceration and inflammatory reaction of the anterior segment. Doctor reported that the pt had not seen an ophthalmologist for three years and was adapted by an optician. The ophthalmologist initially advised against lens wear, contraindicated for this pt. Contact lenses and lens case were cultured and identified serratia marcescens. Pt was treated with tobrex for ten days and recovered completely with a remaining slight paracentral scar. No further info is available.

Manufacturer narrative:
The device is not available for eval and no lot number info was provided. The ophthalmologist initially advised against lens wear for this pt. Based on all available info, no root cause can be determined and no conclusion can be drawn.